Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door jammed" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a follow up will be sent. The spectrum upper auxiliary sub-assembly and lower auxiliary flex assembly were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any patient injury or medical intervention is unk since these items were found during evaluation of the device. No add'l info is available.